Event description:
It was reported on may 26, 1999 that an event occurred involving an ultraflex uncovered esophageal stent. It was indicated that the pt experienced dysphagia and during an endoscopy procedure to determine the cause of this condition, it was observed that the stent originally placed in 1998 had broken in pieces and accumulated in the pt's stomach necessitating removal.